Event description:
The reporter stated that the transducers would not zero or lose their zero. During testing, the units were showing electrical errors. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Eight samples were received for not zeroing. There was evidence that liquid had leaked into the housing area containing the sensor of all 8 samples. One of the 8 showed a crack in the housing that had allowed fluid ingress. There was no such cracking on the others. The remaining 7 were tested by forcing water into the body. All 8 showed varying degrees of leakage. Moisture oxidized the sensors causing varying degrees of electrical errors due to voids in the housing left during the manufacturing process. Molding specifications were updated in 2008, to identify any incomplete weld lines. The lot in question was manufactured prior to this preventive action. The device history record was reviewed with no related issues noted. Review of the complaint database indicates this is the only reported complaint for this product code in the past 24 months. Smiths was able to confirm the issue and determine the cause. Preventive action was completed. No additional action is necessary at this time. Smiths considers this MDR closed with this report.